Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal portion of the lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant: d314trg 2012-(B)(6), 419688 lead 2012-(B)(6), (B)(4). This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was reported that the patient developed a (B)(6) infection and became septic. The imp lantable cardiac defibrillator (ICD) and leads were explanted. No further patient complications have been reported as a result of this event.